Manufacturer narrative:
Investigation is ongoing, a supplement report will be sent upon completion.

Event description:
The customer reported three (3) false reactive result with the determine hiv-1/2 ag/ab combo test on a patient who was in active labor on (B)(6) 2026. This is report two (2) of three (3). Repeat testing was performed twice with the same lot, once using edta plasma sample and serum, and both tests presented reactive results. The customer indicated that a sample was sent for confirmatory testing (platform unknown) which presented non-reactive results. There was no bearing on the labor, and it is unknown if treatment was started as a result. No additional information was reported.